Manufacturer narrative:
H6 - work order search: another similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -07.50/+2.0/088 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2021. The lens was reported as having low vaulting and remained implanted. At this time no surgical intervention is planned. The patient will be strictly monitored and is happy. The cause of the event was unknown.